Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.